Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error and no delivery alarms with their insulin pump. The customer's blood glucose level at the time of incident was 369 mg/dl. The customer's levels had gone as high as 415 mg/dl. The customer treated the high with manual insulin pen. The customer was assisted with troubleshoot. The device was found to have passed the self-test. The customer was advised alarms may have been caused by site issues. The customer was advised to change out the entire infusion set and monitor the device. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.